Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binax now covid-19 antigen self-test otc 2 test packperformed on (B)(6) 2022. The consumer also stated that he took another test from a different brand (unknown) and had a negative result. Confirmation testing was performed at a healthcare providers on an unknown sample and generated a positive results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 175146 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 95-160 / lot 175146 and device part number 195-430wl / lot 172116. . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 175146 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.